Manufacturer narrative:
No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that this patient had developed a pocket infection. This lead, which had previously been surgically abandoned is being explanted due to the infection.